Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that cell #11 of biotestcell-i11 plus yielded a negative reaction when used with monoclonal anti-jk(b) reagents when it is declared to be positive for jk(b) blood group antigen. The customer used monoclonal anti-jk(b) reagents of bio-rad for the test as well as a competitor's test reagent and received negative results. The customer also used a polyclonal anti-jk(b) reagent for testing and received a weak positive reaction. The customer did neither return the allegedly defective biotestcell-i11 plus sample nor the reagents used in this test. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 plus with seraclone anti-jk(b) and could confirm the customer's result. During in-process control testing the donor of biotestcell-i11 plus had yielded a clearly positive test result with two different anti-jk(b) reagents. A sample of the donor of cell #11 of biotestcell-i11 plus was sent for molecular typing of the jk(b) antigen to an external laboratory. We are still waiting for the result.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that cell #11 of biotestcell-i11 plus yielded a negative reaction when used with monoclonal anti-jk(b) reagents but is declared to be positive for jk(b) blood group antigen. The customer used monoclonal anti-jk(b) reagents of bio-rad for the test as well as a competitor's test reagent and received negative results. The customer also used a polyclonal anti-jk(b) reagent for testing and received a weak positive reaction. The customer did neither return the allegedly defective biotestcell-i11 plus sample nor the reagents used in this test. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 plus with seraclone anti-jk(b) and could confirm the customer's result. During in-process control testing the donor of biotestcell-i11 plus had yielded a clearly positive test result with two different anti-jk(b) reagents. A sample of the donor of cell #11 of biotestcell-i11 plus was sent for molecular typing of the jk(b) antigen to an external laboratory. Molecular genetic typing confirmed that this donor is indeed jk(a+b+). There is a reference in our instruction for use: because some antibodies show dosage effect, the antigen density on the reagent red blood cells needs to be considered when evaluating the test results (homozygous or heterozygous hereditary disposition). A heterozygous expression of the antigen may result in non-detection of weak antibodies depending on the used test method. The reactivity of the product may decrease during the dating period and therefore should not be used after the expiration date. The rate of decrease in reactivity is partially dependant on individual donor characteristics that are neither controlled nor predicted by the manufacturer. Nonetheless, this donor will be excluded from further donations. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.